Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had inaccurately low control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at 9:30 am on (B)(6) 2017. At this time the patient obtained control solution readings of ¿102, 103, 105 and 122 mg/dl¿ on the subject meter. This falls out with the control solution range of "124-168 mg/dl" for this strip lot. The patient manages their diabetes by self-adjusting their insulin dosage and took their usual dosage of 4 units of humalog insulin at 9:15 am that morning. The patient reported that one and a half hours later they developed the symptoms of ¿shakiness, dizziness and felt like passing out¿. In response to these symptoms the patient self-treated with food and drink. At the time of troubleshooting, the cca noted that the control solution being used was incorrect. The unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.